Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable had a chemo spill. Facility has double bagged device. Patient not affected.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. G1, email address: (B)(6).